Event description:
It was reported that during routine testing of the device, there was no capture for the lv lead. The lead had dislodged from the lv. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.